Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. The recipient was prescribed oral steroids.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient continues to use the device. No further treatment detailed will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.